Event description:
It was reported that both of the patient's leads were replaced due to post-implant migration. It was noted that impedance measurements were all normal. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the leads were revised because the right lead had migrated down to the left. There were no programmer error messages. A magnetic resonance image (MRI), computed tomography (CT) scan, or x-ray confirmed the migration on (B)(6) 2012. The revision occurred on (B)(6) 2012 where both the left and right leads were replaced. The patient had good stimulation to bilateral legs since reprogramming on (B)(6) 2012. The patient was not hospitalized as a result of the revision and recovered without sequela.

Manufacturer narrative:
(B)(4). Lead model 3776-60 serial# (B)(4) implanted: 2012-(B)(6) explanted: 2012-(B)(6); lead model 3776-60 serial# (B)(4) implanted: 2012-(B)(6) explanted: 2012-(B)(6); programmer model 37744 serial# (B)(4); recharger model 37754 serial# (B)(4).

Manufacturer narrative:
.